Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. Based on the information found, the root cause of the event cannot be determined. No sufficient information was provided by the customer. The most likely cause is that the \ "check flow sensor for water\ " alarm was false positive, as the alarm no longer occurred. The correction made could not be determined, as insufficient information was provided by the customer. There was no patient or user harm reported.

Event description:
Customer complains that, even before connecting the hamilton-c1 to a neonatal patient, the ventilator started showing the alarm: "check flow sensor for water". It happened at least 3 times. Customer denied in testing other sensitivity than 12 (default).